Manufacturer narrative:
Bard MDR reference#: 1018233-2009-0092. MDR# 1018233-2009-00091 (avaulta anterior biosynthetic support sys). Note: this report is associated with bard report for avaulta posterior sys, bard product ID (B)(4).

Event description:
Procedure type: urological. According to the reporter: the pt underwent an anterior repair and posterior repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. Additional info has been requested from the doctor, but not yet received.